Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited suspected insulation damage on the rate/sense leg of the lead. The physician elected to cap and surgically abandon this lead leg, and implanted a separate sensing lead without reported complication. To date, there have been no therapy delivery issues associated with this observation.

Manufacturer narrative:
As this lead leg was surgically abandoned, analysis cannot be conducted to confirm or refute the allegation. Should any additional information related to this event become available, this event will be updated. Most recently, the shock lead portion was determined to be fractured, which led to out-of-range shock impedance measurements >125 ohms. This lead portion was surgically abandoned and the previously placed separate sensing lead was explanted. A new rv lead was placed. There were no reported adverse patient symptoms associated with this clinical observation. There was no evidence of a device connection issue. Should any additional information related to this event become available, this event will be updated.